Event description:
(B)(6) study. It was reported that during a coronary artery stenting treatment procedure, the target vessel had no reflow post stent placement. In (B)(6) 2011, the patient presented with unstable angina (braunwald classification iiic) and was referred for cardiac catheterization. The target lesion was located in the distal right coronary artery (dist rca) with 100% stenosis and was 35mm long with a reference vessel diameter of 3.0mm. The physician treated the lesion with thromboaspiration followed by placement of two overlapping 3.00x28mm and 2.75x24mm promus element stents, with 0 % residual stenosis following post-dilation. Post deployment of the 2.75x24mm promus element stent, there was no reflow noted which was treated with intracoronary adenosine. A plan to perform percutaneous coronary interventions (pci) to treat a lesion in the left circumflex (lcx) and another lesion just proximal to mid rca along with fractional flow reserve to left anterior descending artery (lad) was recommended. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2011, the subject was scheduled for a pci as planned in the index procedure. The 60% focal eccentric stenosis in the mid rca was treated with direct placement of a 4.0x11mm non-bsc stent, with 5% residual stenosis. Additionally a non-target lesion in the lcx was treated with balloon angioplasty and placement of a 3.5x36mm non-bsc stent.

Manufacturer narrative:
(B)(4). Device is a combination product device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).